Manufacturer narrative:
The reported device was returned to conmed for evaluation. Visual inspection of the device verified the reported issue "bur head broke". The bur was found to be broken off at the etch safe line. The bur shaft was not returned for evaluation and no discrepancies were found with the manufactured bur head. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A two-year historical complaint review revealed 30 similar complaints involving 36 devices for this product family. (B)(4). A risk analysis was performed and found acceptable. The instructions for use advise the user of the following. -do not apply excessive loading on the shaver blade or bur. -cutting performance is not increased with force. -excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This incident type will continue to be monitored within the complaint system to assure patient safety.

Event description:
A customer reported during a shoulder surgery, the head of a 00509123600 oval bur broke. Follow-up confirmed the breakage occurred while the bur was tested by the nurse before start of surgery. The bur did not break in the patient and all broken pieces were accounted for. An alternative bur was used in a micropower plus drill on the patient and the procedure was completed with a ten minute surgical delay. No patient injury was reported. This reported is raised on the basis of a device malfunction with potential for injury with recurrence.